Event description:
Patient underwent broviac removal. There was significant scarring with capsule formation around the line that has been in for a long period of time. The line broke off, and a remnant of the line remains present in the chest as evidenced on chest x-ray. No harm to patient.